Event description:
It was reported that during a planned follow-up on (B)(6) 2017, the subject pacemaker was unexpectedly found to be operating in standby mode. The pacemaker was re-initialized and the next follow-up was scheduled for (B)(6) 2017. Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on (B)(6) 2017 and its normal functioning was restored.

Event description:
It was reported that during a planned follow-up on (B)(6) 2017, the subject pacemaker was unexpectedly found to be operating in standby mode. The pacemaker was re-initialized and the next follow-up was scheduled for (B)(6) 2017. Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on (B)(6) 2017 and its normal functioning was restored.